Event description:
Nurse was setting up room in preparation to receive a patient. Brought computer down to her level and monitor mount snapped off. Monitor fell, hitting nurse in face. Nurse suffered abrasion to side of nose and immediate dizziness. Per other staff in room at time, no excessive force applied. Part broken was aluminum, approximately an inch in diameter.device #1is this a laboratory device or laboratory test?no.